Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("the one on the right was broken half, but we were able to remove it in pieces") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome, migraine, period pains, anxiety and cholecystectomy. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), menorrhagia ("abnormally heavy and prolonged periods"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("dizzy") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (she had surgery to remove the essure implants (removal of coil(s)).essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, abdominal pain, menorrhagia, headache, dysmenorrhoea and dizziness outcome was unknown and the dyspareunia, migraine and irritable bowel syndrome was resolving. The reporter considered abdominal pain, device breakage, dizziness, dysmenorrhoea, dyspareunia, headache, irritable bowel syndrome, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusive essure procedures ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device breakage" most recent follow-up information incorporated above includes: on 3-apr-2018: events- "migraines, headaches, dizzy, irritable bowel syndrome", reporter added from pfs. Event "the one on the right was broken half, but we were able to remove it in pieces", historical condition, lab data added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the one on the right was broken half, but we were able to remove it in pieces") and pelvic pain ("pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome, migraine, period pains, anxiety, cholecystectomy and asthma. Previously administered products included for an unreported indication: iud nos. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced visual impairment ("vision/eye problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormally heavy and prolonged periods"), dizziness ("dizzy") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (surgical removal of coil(s).) And surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, abdominal pain, menorrhagia, headache, dysmenorrhoea, dizziness and visual impairment outcome was unknown, the dyspareunia had resolved and the migraine and irritable bowel syndrome was resolving. The reporter considered abdominal pain, device breakage, dizziness, dysmenorrhoea, dyspareunia, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusive essure procedures. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the one on the right was broken half, but we were able to remove it in pieces") and pelvic pain ("pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome, migraine, period pains, anxiety, cholecystectomy and asthma. Previously administered products included for an unreported indication: iud nos. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced visual impairment ("vision/eye problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormally heavy and prolonged periods"), dizziness ("dizzy") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (surgical removal of coil(s). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, abdominal pain, menorrhagia, headache, dysmenorrhoea, dizziness and visual impairment outcome was unknown, the dyspareunia had resolved and the migraine and irritable bowel syndrome was resolving. The reporter considered abdominal pain, device breakage, dizziness, dysmenorrhoea, dyspareunia, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusive essure procedures. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device breakage." Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet received. Event vision impairment was added. Lab data updated. Historical concomitant conditions drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse") and menorrhagia ("abnormally heavy and prolonged periods"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.